Manufacturer narrative:
(B)(4). Per data log analysis, on 5-jan-2017 the alarm probe was going from coupled to uncoupled over and over. All indications are the alarm probe was not coupling to the reservoir properly. This would prevent the alarm probe from detecting a low level condition as reported.

Manufacturer narrative:
(B)(4). Per hospital perfusionist, he confirmed the sensors were mounted on a flat surface, there was no visible damage to the sensor or cables. The perfusionist was not aware of any communication failure. The alarm was initially silenced by lubricating the sensor. When the alarm re-alerted, the level sensor mounting pads were changed out. The removal of the low level sensor caused an alarm, but it did not stop the pump, as the perfusionist would have expected. The field service representative could not reproduce the level problem. The level module worked in all aspects of testing.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level was not detecting correctly. The system 1 level detector (red) that should set the arterial pump head to "coast" should level drop was no longer functioning. It does not alarm or turn pump to coast with detected level drop. The product was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed via log analysis. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.